Event description:
Caller (patient self tester's caregiver) alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012; inratio2: 6.5, 5.8, 2.1. Time between 6.5 and 5.8 inr results: a few mins. Time between 5.8 and 2.1 inr results: 20 mins. Pt's therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.